Manufacturer narrative:
Mpo was made aware of revisions due to postoperative bone fracture from a german registry report (eprd). Specific information for each event is not available. Periprosthetic fracture is a known risk of total hip arthroplasty. Trending does not reveal an increase in risk level for this part family. There is insufficient information available to perform any further investigation.

Event description:
Allegedly, eprd reported 1 new complications for profemur® gladiator classic (1 periprosthetic fracture events). Revision. No further information was reported. This incident is capturing 1 periprosthetic fracture events.